Event description:
It was initially reported the patient was in a car accident on (B)(6) 2015 and she felt her vns had stopped because she could no longer feel stimulation in her neck. It was also stated that she thought the position of her generator had changed. The physician took x-rays and found that the device had not moved and that the patient's seizures were under good control using vns and lamotrigine. No interventions were taken. However, it was later reported the patient had been referred for surgery. The patient had reported she was just released from the hospital after being admitted for having a seizure and the pain experienced as a result of the migration and noted the vns had turned sideways. The patient also stated she feels a pulling sensation on her leads and she continues to have bruising. Attempts for additional relevant information have been unsuccessful to date. No surgical interventions have occurred to date.

Event description:
The patient underwent repositioning surgery, due to migration, on (B)(6) 2016.

Manufacturer narrative:
This information was inadvertently reported incorrectly on supplemental #01 MFR. Report. This information was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
The patient underwent repositioning surgery, due to migration, on (B)(6) 2016.